Event description:
Spontaneous report, from us. Local reference # (B)(4), dealer reference: (B)(4), quality complaint reference # (B)(4). This initial serious case report was received on 07-mar-2022 from the dentist through the dealer. Follow-up #1 was received on 09-mar-2022 with additional information from the dental assistant. Follow-up #2 was received on 16-mar-2022 with additional information from dental assistant and updated information from dealer. All information's were processed together. Description of the incident (narrative): this case described accidental needle stick with suspected device darby plastic hub needle 27ga long needle in a (B)(6) female dental assistant. It was reported that on (B)(6) 2022 while changing the carpule during a filling procedure using anesthetic carbocaine 3% (mepivacaine hydrochloride), the caps went loose and came off and the needle fell and stuck on her leg. She confirmed that the dentist had used the needle with first capsule of anesthetic in the patient's mouth and during the change to the 2nd capsule and placing into the syringe cap, the needle fell and she got exposed to the contaminated needle on her leg. She experienced light bleeding where the needle stuck. She immediately removed the needle with her gloved hand, washed the bleeding area, rubbed it with alcohol and put on a band-aid. She also instantly went into have the occupational exposure panel. It was reported that the needle was not bent before injection. On (B)(6) 2022, her results came out negative for occupational exposure panel test. Information on the batch: #f10476aa , expiry date unknown. At the time of this report, the patient's outcome was recovered. Fup #1: received additional information regarding patient details, procedure, concomitant medication, conditions of needle use and patient outcome fup #2: received additional information regarding results of occupational exposure panel and change in product from darby 30g to darby 27g needles. Manufacturer's preliminary comments: this report described an accidental needle stick with a contaminated device following a detachment of the protective cap from darby plastic hub 30ga short needle. Cap detachment may be due to: quality defect of the cap being too loose or outer diameter not being within the specifications; incorrect handling of the device such as improper recapping procedure; however, pending quality investigations and/or additional information, no final root cause could be determined and no CAPA is required.

Event description:
Spontaneous report, from us. Local reference # (B)(4). Dealer reference: (B)(4). Quality complaint reference #nara.2022.068; (B)(4). This initial serious case report was received on 07-mar-2022 from the dentist through the dealer. Follow-up #1 was received on 09-mar-2022 with additional information from the dental assistant. Follow-up #2 was received on 16-mar-2022 with additional information from dental assistant and updated information from dealer. Follow-up #3 was received on 28-jun-2022 from quality department. All information's were processed together. Incident and cause as reported: caps very loose. Keep coming off. Customer got stuck in the leg description of the incident (narrative): this case described accidental needle stick with suspected device darby plastic hub needle 27ga long needle in a 25-year-old female dental assistant. It was reported that on 07-mar-2022 while changing the carpule during a filling procedure using anesthetic carbocaine 3% (mepivacaine hydrochloride), the caps went loose and came off and the needle fell and stuck on her leg. She confirmed that the dentist had used the needle with first carpule of anesthetic in the patient's mouth and during the change to the 2nd carpule and placing into the syringe cap, the needle fell and she got exposed to the contaminated needle on her leg. She experienced light bleeding where the needle stuck. She immediately removed the needle with her gloved hand, washed the bleeding area, rubbed it with alcohol and put on a band-aid. She also instantly went into have the occupational exposure panel. It was reported that the needle was not bent before injection. On 14-mar-2022, her results came out negative for occupational exposure panel test. Information on the batch: #f10476aa, expiry date unknown. At the time of this report, the patient's outcome was recovered. Fup #1: received additional information regarding patient details, procedure, concomitant medication, conditions of needle use and patient outcome fup #2: received additional information regarding results of occupational exposure panel and change in product from darby 30g to darby 27g needles. Fup #3: received final investigation report from quality department. This is the first complaint for an "insufficient holding between hub and cap" with the batch f10476aa (1 344 800 devices) and f10665aa (1 911 000 devices). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: incorrect recapping procedure) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer. No quality defect of the device was observed during investigations. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled indications on the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse is nevertheless suspected. The IFU provides detailed guidance for proper use of the device. No corrective action is deemed necessary. Manufacturer final comments: no quality defect on the tested devices. No root cause identified (use error: possible). No corrective action is needed for safety reasons.

Manufacturer narrative:
Manufacturer's final comments: this is the first complaint for an "insufficient holding between hub and cap" with the batch f10476aa (1 344 800 devices) and f10665aa (1 911 000 devices). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: incorrect recapping procedure) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer. No quality defect of the device was observed during investigations. No device quality defect was identified and no final root cause was determined. A misuse is neverthless suspected. The IFU provides detailled guidance for proper use of the device. No corrective action is deemed necessary. Amendment/corrected data: the MDR adverse event coding has been updated following cases review during safety reports authoring.

Event description:
Spontaneous report, from us. Local reference # (B)(4). Dealer reference: (B)(4). Quality complaint reference #(B)(4). This initial serious case report was received on 07-mar-2022 from the dentist through the dealer. Follow-up #1 was received on 09-mar-2022 with additional information from the dental assistant. Follow-up #2 was received on 16-mar-2022 with additional information from dental assistant and updated information from dealer. Follow-up #3 was received on 28-jun-2022 from quality department. All information's were processed together. Incident and cause as reported: caps very loose. Keep coming off. Customer got stuck in the leg description of the incident (narrative): this case described accidental needle stick with suspected device darby plastic hub needle 27ga long needle in a 25-year-old female dental assistant. It was reported that on 07-mar-2022 while changing the carpule during a filling procedure using anesthetic carbocaine 3% (mepivacaine hydrochloride), the caps went loose and came off and the needle fell and stuck on her leg. She confirmed that the dentist had used the needle with first carpule of anesthetic in the patient's mouth and during the change to the 2nd carpule and placing into the syringe cap, the needle fell and she got exposed to the contaminated needle on her leg. She experienced light bleeding where the needle stuck. She immediately removed the needle with her gloved hand, washed the bleeding area, rubbed it with alcohol and put on a band-aid. She also instantly went into have the occupational exposure panel. It was reported that the needle was not bent before injection. On 14-mar-2022, her results came out negative for occupational exposure panel test. Information on the batch: #f10476aa, expiry date unknown. At the time of this report, the patient's outcome was recovered. Fup #1: received additional information regarding patient details, procedure, concomitant medication, conditions of needle use and patient outcome fup #2: received additional information regarding results of occupational exposure panel and change in product from darby 30g to darby 27g needles. Fup #3: received final investigation report from quality department. This is the first complaint for an "insufficient holding between hub and cap" with the batch f10476aa (1 344 800 devices) and f10665aa (1 911 000 devices). No quality defects on devices were observed during investigations and dentist's practice could not be discarded as a possible root cause. Based on data from case report, and from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as: incorrect recapping procedure) but no information provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer. No quality defect of the device was observed during investigations. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled indications on the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse is nevertheless suspected. The IFU provides detailed guidance for proper use of the device. No corrective action is deemed necessary. Manufacturer final comments: no quality defect on the tested devices. No root cause identified (use error: possible). No corrective action is needed for safety reasons.